Event description:
A medtronic representative reported that during a cranial resection procedure the surgeon alleged the navigation system was 1 centimeter inaccurate. The accuracy was checked after registration and was reported accurate. The surgeon completed the procedure with the use of the navigation system noting the inaccuracy. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient age not available from the site. Patient weight field not sufficient to hold all digits, should read: (B)(6). The reported event occurred on (B)(6) 2015 but was not reported to a medtronic representative until (B)(4) 2015. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue. No parts have been received by the manufacturer for analysis.